Event description:
It was reported that the patient presented in the emergency room with infection. The infection was diagnosed as endocarditis. The pulse generator, the right atrial and right ventricular leads were explanted. The patient was stable before, during and after the procedure and would continue to be monitored.